Manufacturer narrative:
The following information is included in the coolsculpting user manual: paradoxical hyperplasia is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required.

Event description:
Allergan received a report that a female patient was treated on (B)(6) 2019, (B)(6) 2019, and (B)(6) 2019 with coolsculpting to the mid abdomen and lower abdomen using a cooladvantage applicator and cooladvantage plus applicator. About 4 months following treatment the treated areas developed firmness with visible enlargement. On (B)(6) 2020 the patient was assessed by a physician who diagnosed the abdomen with paradoxical hyperplasia (ph).